Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records by depuy cork finds product code 1803511 , work order 528330 was manufactured on 09 september 2004. 30 parts were manufactured per specification and all raw materials met specification. Review of provided patient x-rays finds here are noted cables around the proximal femur signifying the possibility of a periprosthetic fracture. No extreme radiolucency noted around the stem and sleeve interface, based on the quality of the x-ray provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Reason for revision: patient hyper mobile. Srom stem loose.